Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose level was 442 mg/dl. The customer treated their high blood glucose with an insulin shot. Troubleshooting was performed. The issue was resolved by changing the infusion set. The customer declined troubleshooting for the high blood glucose. The customer was sent a replacement for their infusion set. The device will not return for analysis.